Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the adhesive was caused by stress of repeated use, external factors, handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the loaner return process with the following findings; due to a pinhole on bending section rubber, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, bending tube is deformed, connecting tube has a scratch, the connector cover has a scratch, forceps channel port is shaved, protector of universal cord on control section side has a scratch, protector of universal cord on suction connector side has a scratch, forceps elevator lever has a scratch, forceps elevator knob has a scratch, up/down knob has a scratch, right/left knob has a scratch, image guide protector has a scratch, switch box has a scratch, suction cylinder is shaved, universal cord has a scratch, grip has a scratch, control unit has discoloration and control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had a rubber pinhole. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the adhesive part of the plastic cover and the coupler tie. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.